Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend. Customer indicated that the insulin pump turned off by itself. The customer indicated that their sensor glucose was 60 mg/dl despite a blood glucose of 100 mg/dl. The product will not be returned.